Manufacturer narrative:
The device is not available for evaluation because it has been discarded. The investigation is pending.

Event description:
The event occurred between (B)(6) 2025 involving a spinning spiros® closed male luer, purple cap where it was reported that another patient was affected with an issue of 2 methotrexate syringes not being able to be administered due to stuck plunger. The customer reported another patient (rc) receiving 25mg methotrexate with spiros with the same reported issue of the plunger of the syringe not budging, noting 4 out of 6 syringes worked. Customer reported they "removed the needle from their tummy and tried to push it through the needle but nothing, so they also removed the needle from the syringe and tried, again nothing coming out. The customer also reported that the patient tried to warm it up to see if that would work and again nothing. The customer advised that "everything looked good except the plunger".